Event description:
Patient was undergoing a da vinci prostatectomy and umbilical hernia repair. Patient was positioned on "pink pad" to prevent sliding while patient in steep trendelenburg. Patient still slid down and actually off table approx. 1.5 inches. This created tension on legs, which were secured in stir-ups and pulled on trocar sites, which have the operative instruments.